Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510(k) number.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was not returned for evaluation. Therefore the reported condition could not be confirmed and the root cause could not be identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Correction: the sample was not received for evaluation.

Event description:
The facility contacted baxter (B)(4) to report a pump/gravity solution "y" injection site interlink set that, upon opening, it was found that the "drip chamber was completely separated from the tubing". The malfunction was reported to have occurred before use. There was no patient involvement, patient injury, medical intervention, or adverse event in association with this event. No additional information is available.